Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a CT scan noted moderate calcification on the medial side of the access site. No calcification was seen on an angiogram. It was difficult to puncture the access site with the needle. A proglide was successfully preflushed; however, after insertion, there was no flow from the marker lumen. A second proglide was used with the same result. The sheath was upsized to 22f and the tavr procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.